Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was hospitalized after clonidine was put in the pump and the patient subsequently developed symptoms. The patient stated the clonidine being put in the pump was supposed to help to lower your heart rate and blood pressure, and when they put the medication in, it ¿about killed me¿, so they took it out. The patient indicated when they put the clonidine in with the dilaudid, their heart rate dropped down to 40 and she thought she was going to die. The event took place approximately 2 years prior to the report, and the patient reported being dizzy and unable to stand up at the time of the event, as well as in the hospital for 5 days. The pump was used to deliver dilaudid and clonidine, and then only dilaudid when clonidine was removed. Additional information has been requested, but was not available as of the date of this report.